Event description:
A customer reported signal loss while using the adc freestyle libre 2 sensor using librelink. On (B)(6) 2022, there was no glucose alarm alert consequently, the customer experienced symptoms of sweating, discomfort, and a loss of consciousness. Emergency services were called and a blood glucose test of 40 mg/dl was obtained on the hcp meter and the customer was treated with intravenous glucose for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The investigation did not identified any issue with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The investigation did not identified any issue with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while using the adc freestyle libre 2 sensor using librelink. On (B)(6) 2022, there was no glucose alarm alert consequently, the customer experienced symptoms of sweating, discomfort, and a loss of consciousness. Emergency services were called and a blood glucose test of 40 mg/dl was obtained on the hcp meter and the customer was treated with intravenous glucose for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.